Event description:
It was reported that since implantation of the patient¿s implantable neurostimulator (ins) they have had nothing but problems. Specifically, the patient stated that they could not charge the ¿unit¿, that it shocked them all of the time, and that their pain had gotten worse. The patient desired to have the device removed and was ¿sorry¿ they ever had the surgery. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's problems began one week after they were implanted and they wanted their device removed. They further elaborated on the shocking they had received which was previously reported: while in the kitchen, the device "went off by itself" and shocked the "check" out of the patient. Now the device is causing them more pain than when it was inserted. They are in agony all the time and there is a "big spot" on their back from the implant. They also noted they are still unable to charge.